Manufacturer narrative:
Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis found that one diode failed in-circuit testing. Conclusion: the functional test failures reported during servicing of the device were caused by a diode component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart lead flex was out of electrical specification. Analysis also found the upper case and lcd (liquid crystal display) lens were broken. One bail cover, one bail, and the main seal were missing. Ring cover was contaminated, battery contacts were compressed, the ring was bent, and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.